Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the trunk cable connector was glued to a monitor receptacle and the electrode belt was unable to securely connect to a test monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.